Event description:
After unpacking 5max catheter and connecting it to a saline line a leak was noticed at the metal reinforcement region immediately distal to the hub. The catheter was not used on the patient and was replaced with another 5max.

Manufacturer narrative:
Results: the catheter appears to be kinked in the hypo-tube reinforcement area, approximately (3.0 cm) from the hub. The catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the catheter leaked at the top of the reinforcement region when it was connected to the saline line. This type of damage typically occurs when the product is removed from the packaging improperly, or at an angle. The cause of this complaint cannot be directly determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.